Event description:
It was reported that the user entered extra meal announcements to correct a high glucose (exact blood glucose value not provided) and was counseled that this practice could lead to persistent hyperglycemia and should be avoided. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no alarms and no hospitalization. Customer care provided support that included user education and troubleshooting. Investigation of this case revealed user technique contributing to hyperglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.

Manufacturer narrative:
Initial.